Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202300, model: db-2202-30, serial: (B)(4), batch: 7078049.

Event description:
It was reported that the deep brain stimulation (dbs) patient developed perifocal electrode edema, following lead implantation, which resulted in symptoms of delir aphasia. There were no complications during lead placement. A computed topography (CT) scan revealed large edema along the lead. The physician administered medication to the patient. The patient shows signs of improvement with edema regression and clinical recovery.